Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient was experiencing swelling and loss of feeling in their legs post-op. Ultrasound and CT scan were requested and ruled out deep vein thrombosis (dvt), swelling has improved with no intervention.

Manufacturer narrative:
Date of event is estimated.